Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: tubing not connected to drip chamber no adhesive present.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2022. H6: investigation summary: the customer reported separation at the drip chamber, and returned one used set of material 11448964. The sample was separated and the complaint is verified. The root cause is traced to insufficient solvent applied during assembly. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable device and prevent future occurrences of this type. As part of the action plan, changes to the solvent dispenser are in the process of being implemented. Device history record review for model 11448964 lot number 22029634 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: tubing not connected to drip chamber no adhesive present.